Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the ed in cardiac arrest/ stemi, pt. Was intubated, taken to cath lab emergently where he underwent pci of the lad. Patient health deteriorated. Pt. Called ems for c/o cp. Pt. Had a hx of CABG, dm, htn, hld, cva/tia, ischemic cardiomyopathy, ICD. Lhc with ptca of lad. Physician attempted to insert 50cc balloon which didn't advance through an 8fr. Sheath. He attempted to insert a second 50cc balloon which also did not go in through the sheath. However a terumo pinnacle 8fr sheath was used and not the manufacturer's recommended sheath which is against the IFU. At that point he aborted the procedure. Pt. Was placed on hospice: (B)(6) 2017 pt. Expired on (B)(6) 2017. The facility does not attribute the death to the device.